Event description:
The company received a report where it was claimed that the tube developed a "cuff leak" during pt use. Extubation and reintubation of a replacement tube was required. This report is associated to the third occurrence on (B)(4)/MFR# 2936999-2010-00900.

Manufacturer narrative:
The sample associated to this report has been discarded and not available for investigation. Additionally, the lot# was not provided. Info has been added to the database for trending purposes.